Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number:1627487-2020-03578. It was reported the patient experienced ineffective stimulation due to high impedance on the leads. X-ray revealed that both leads had fractured at the point of the swift lock anchors. Surgical intervention was undertaken during which the leads were explanted.

Manufacturer narrative:
The event of a lead fracture was reported to abbott. The results of the investigation are inconclusive as the implant was not returned for analysis. Based on the information received, a single definitive root cause was unable to be conclusively determined.

Manufacturer narrative:
The reported event of lead breakage/ high impedances was confirmed. The lead was returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken follow by a cam impression mark. The fractured wires are consistent with the lead being subjected to overstress while in vivo.